Manufacturer narrative:
(B) (4). The angina and allergic reaction are known adverse events of coronary stenting listed in the IFU. The IFU states: "the promus stent is contraindicated for use in patients with hypersensitivity or contraindication to everolimus or structurally-related compounds, cobalt, chromium, nickel, tungsten, acrylic, and fluoropolymers." Additionally, angina, dyspnea, and inflammation are recognized as no fault post-procedural complications in the no fault risk assessment. Although a conclusive cause for the pt effects and the relationship, if any, to the device cannot be determined, there is no indication of a product quality deficiency with respect to the manufacture, design or labeling.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: rash requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that the pt received a promus stent on (B) (6) 2009. After stent implantation, the pt developed a burning itchy rash that started on his face and neck. At first, they thought it was from his medications. So the pt is back on all his original medications. With in the past 1.5 months ((B) (6) 2009), the rash has spread to his entire body. The pt has received cortisone shots and oral prednisone tapers with some results but when he gets below 40mg of prednisone, the rash comes back. The pt has had 5 prescriptions for prednisone tapers since stent implantation. The pt also continues to use antihistamines daily, but the rash still persists. In addition, the pt's cardiologist noticed swelling in his lower left leg and left foot in (B) (6) 2009. Approximately 1.5 weeks ago, the pt began to experience shortness of breath with minimal exertion and this has occurred intermittently. The pt has had one episode of chest pain with the shortness of breath. No add'l event or pt info is available.